Event description:
The implantable neurostimulator amplitude was normally set at 5.4 volts. Three months after implant, the device displayed the early replacement indicator and end of service messages. The pt experienced no stimulation sensation and pain in her legs and back associated with the battery depletion. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).